Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a color change message was displayed when the customer was using a green reload installed on a sureform 60 stapler instrument. The customer changed to a black reload and a failure occurred. The customer tried to convert the procedure to laparoscopic surgery, but the jaw of the stapler wouldn't open. The customer was able to remove the instrument by using the release button. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sites nurse reported the instrument was inspected prior to use. There was no damage or anything out of the ordinary observed. The customer was clamping tissue when the issue occurred. The stapler instrument didn't work at all before the initial fire. A color change error message was generated. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples. Reportedly, the surgeon couldn't clamp the tissue perfectly prior to attempt to fire the stapler reload. The target tissue was non-calcified rectum tissue. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The surgeon elected to convert the procedure to laparoscopic surgery and completed successfully. A backup instrument was available for use. There was no patient harm or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a black 60 reload and the hi-foam challenge test was performed and passed. No malformed staples were observed. Visual inspection was performed and found no damage. Per log review, the instrument was found to have repeated clamping failures (8 incomplete clamps in 8 attempts), but the clamping failures were not replicated during in-house testing. Isi also received the black reload involved with this complaint and completed the device evaluation. Upon visual inspection, the reload appeared to be unused and unfired. The reload was fired successfully with an in-house instrument and placed on an in-house system. All staples deployed from the reload. The reload was disassembled in-house for inspection. No damage was found to the cartridge or the knife.